Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported while conduction follow-up for the related pr # 1433788, the right eye appeared green. The surgeon moved to another ssc, and the vision returned to normal, allowing the procedure to continue. The following is captured from related pr #1433788. There were no related errors found in the logs. A power cycle on the system was planned after the case to determine if the issue would be resolved. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the da vinci-assisted surgical procedures performed by the surgeon were a nephrectomy and a cholecystectomy. Please refer to section a for additional information. The issue of the right eye appearing green occurred during both the nephrectomy and cholecystectomy procedures. The surgeon was able to complete both cases by moving to the other surgeon side console. It is unclear whether both occurrences were reported to technical support, as the individual does not recall if they called twice or only spoke with the field technician to troubleshoot after the day's cases concluded.

Manufacturer narrative:
The hrsv monitor was returned for failure analysis and the reported issue was confirmed. In remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the pca test system. Powered on showing a dark purple image through the monitor. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the monitor was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.